Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site and the ipg site appeared to be red and irritated (physician checked). The physician prescribed antibiotics and referred the patient to a disease specialist. Further, the patient was diganosed with a staphylococcus infection and got another course of antibiotics. Additional follow up identified infection site was getting "better". As of (B)(6) 2015 the pain at the ipg has resolved.